Manufacturer narrative:
Updated data: b2. B5. D. This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: delivsys d-evolutfx-2329; product ID: d-evolutfx-2329; lot: 0013079832; UDI: (B)(4); manufactured date: 2025-10-15; use by date: 2027-10-15; FDA site ID: (B)(4). H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a balloon for a pre-implant balloon aortic valvuloplasty (bav) was advanced to the ascending position. Once in the ascending position, atrio-ventricular (av) block of unspecified degree occurred. The transcatheter aortic valve was then implanted, however, the patient's av block of unspecified degree continued. Subsequently, a temporary pacemaker was placed via the patient's neck. The patient then regained intrinsic rhythm after leaving the operating room. Additional information was received that av block was complete heart block (chb). A medtronic guidewire was inserted in the patient when the chb occurred, and the pre-implant bav was completed. The same night as the valve implant procedure the patient's intrinsic rhythm recovered. Per the physician, the cause of the chb was possibly due to using this medtronic guidewire for the first time, and the same amount of force was applied for this guidewire compared to a different non-medtronic guidewire. However, it was unknown whether the dcs caused or contributed to the chb.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a balloon for a pre-implant balloon aortic valvuloplasty (bav) was advanced to the ascending position. Once in the ascending position, atrio-ventricular (av) block of unspecified degree occurred. The transcatheter aortic valve was then implanted, however, the patient's av block of unspecified degree continued. Subsequently, a temporary pacemaker was placed via the patient's neck. The patient then regained intrinsic rhythm after leaving the operating room.